Manufacturer narrative:
The suspect medical device was changed from the axsym rubella igg reagent, list number 3b23-20 to the architect rubella igg reagent, list number 6c17-28. The architect rubella igg assay is manufactured in (B)(4) and marketed internationally only. There is no similar product in the u.s. And an MDR report is not required. No further follow-up reports will be submitted. This is the final report.

Event description:
The customer stated a patient generated a false positive result on the axsym rubella igg assay. The patient had been monitored for 2 months and was negative in (B)(6) 2011. In the beginning of (B)(6) 2011, the patient generated a positive result of 75 iu/ml. Another specimen was obtained at the end of may and yielded negative results. The customer stated the patient became pregnant between (B)(6). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.